Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update dec 05 2017: pfs and medical records received. Pfs alleges hip weakness, reduced mobility and endurance after revision surgery. After review of medical records, there is no new information. Doi: (B)(6) 2016; dor: not revised: right hip

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.